Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that phosphate control values, run on the architect c8000 analyzer, has shifted up and is out of range on the phosphate reagent lot# 40460m200. The customer added the correct calibrator value in the assay file and received acceptable results. There was no impact to pt management reported.